Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failing the downstream pressure and flow rate accuracy tests during delivery in the biomed service. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: 2182 is added to capture low flow rate symptom. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation did not properly assess for the reported condition of failing the downstream pressure and failing flow rate accuracy tests. The device will be required to pass all testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.